Event description:
It was reported that allegedly an intravenous (IV) fluid channel was unlocked with IV fluids were backing up and found that the IV line looked to be tampered while receiving pca hydromorphone. There was no reported patient impact.

Manufacturer narrative:
Investigation conclusion: the report of pca module IV line tampering could not be confirmed. The review of the pcu event log found no obvious programming errors. No irregularities were identified in the event logs. Testing performed on the source pca module found the device operating in specifications. Inspection of the source pca module found no evidence of tampering. The customer did not return the administration set for this investigation. An inspection or testing could not be performed. Test results consisting of functional testing and pump chamber blocked/motor stall test demonstrated the pump module is within specification and operating as intended. Device inspection: the source pca module was received in fair condition. Root cause analysis: the root cause of the customer¿s complaint of pca module IV line tampering was not identified. Device history review: review of the source pca module service history record showed the device had a manufacture date of 26jun2008. A review of the device service history record was performed beginning from the date of manufacture to the present date 16nov2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed. Weight: (B)(6) lbs.

Event description:
It was reported that allegedly an intravenous (IV) fluid channel was unlocked with IV fluids were backing up and found that the IV line looked to be tampered while receiving pca hydromorphone. There was no reported patient impact.